Event description:
The customer called to request that we replace the c-arm's hard drive.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the system hard drive and reloaded the software and defaults. The carm is now working properly.